Event description:
It was reported that the collimator and film are out of alignment by greater then 2% on the 2600 system. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The collimator and film sizing calibration was performed during the svc call. The system was tested, and found to be working as intended, and put back into svc.